Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic part around the single-port (sp) fenestrated bipolar forceps instrument's pulley cover broke and fell off. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information on (B)(6) 2024: the reporter confirmed that no fragment fell into the patient. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single-port (sp) fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator of the grip tips. Broken pieces measuring approximately 1.33mm x 4.3mm and 1.13mm x 0.95mm in size were missing and not returned with the instrument. The complaint was confirmed by failure analysis.